Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: the serfas wand continued to be activated even when surgeon was not activating it. The failure(s) identified in the investigation is consistent with the complaint record. Although the alleged claim of continuous activation unable to confirm/duplicate during investigation. Based on the evidence showed on the pcb after the handle was opened a possibility that saline accessed the inside of the probe handle reaching the pcb which creates an internal short and which could contribute the device to stop working or continuous activation. The probable root cause/s could be fluid ingress in which the user accidentally submerges device in saline which permitted water to ingress into handle where the electrical components are and causing a short circuit, inadequate gluing operations, button stuck on firing position. Gtin: (B)(4).

Event description:
It was reported that the device continuously activated. The case was completed successfully with no harm to patient or user.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device continuously activated. The case was completed successfully with no harm to patient or user.